Manufacturer narrative:
(B)(4). Concomitant products: guide wire: xt-r; guide cath: axess 7f spb3.5. The nc tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending artery that was non-tortuous and non-calcified; however, was 95% stenosed. A 3.5x8 mm nc tenku balloon catheter was being used for pre-dilatation when the balloon ruptured on the first inflation at 8 atmospheres. There was no resistance felt during advancement of the balloon catheter to the lesion. A new nc tenku balloon catheter was used to complete pre-dilatation and a 3.5x38 mm non-abbott stent was deployed successfully for treatment, after which post-dilatation was performed. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.